Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt indicated the "implant" failed as the leads were broken. The pt reported she had "3 failed implants due to broken leads". (Refer to MFR's report # 3007566237-2011-01735 and 3004209178-2011-02004) the reported system was shown as inactivated in the MFR's registration system. It was unclear if it was explanted or not. Testing was done, although the type and results of the test were not reported. The pt currently had difficulties finding a physician to explant the system(s). Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.